Event description:
The customer reported that the system failed to display the "live" fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. System connections were identified as a potential root cause, however no further service information was provided and no conclusion can be drawn at this time.